Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the reported malfunction could not be reproduced. A field service engineer conducted a test on the drawer within the hardware testing application, confirming that all sensors and latches functioned properly. The engineer removed the drawer, adjusted the retractor bands, and inspected all cables. After reinstalling the drawer, it was tested successfully. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system had drawer failure.the customer reported that there was delay in dispensing the medication.there were no adverse events or injuries reported based on this incident.